Event description:
During the dispensing of flushes to a long term care facility from the (B)(6), it has been discovered that the heparin 100 unit/ml pre-filled syringes by (B)(6) and the 0.9% sodium chloride 3 ml flushes pre-filled syringes by (B)(6) share the product code (3065). The shared product code was discovered when a pharmacy technician was attempting to dispense 0.9% saline flushes, the technician was prompted that she had obtained the wrong product when she scanned the barcode. The computer, reading the product code, stated that the technician needed to retrieve heparin 100 unit/ml prefilled syringes. The manufacturer to discuss the labeling. I talked to the general question number, but that stated they were unable to see the error. I was transferred to the packaging number. I left a message about the error and contact info.